Manufacturer narrative:
Product event summary: it was reported that the strap of the patient pack was damaged. The patient pack ((B)(4)) was returned for e valuation. Failure analysis of the returned patient pack revealed that the unit passed visual inspection. It was observed that the strap was not returned and therefore unavailable for analysis. The patient pack's mechanical parts and the plastic viewing window performed as intended. As a result, the reported event was not confirmed. Applicable risk documentation and experience with events similar circumstances were considered. A possible root cause of the damaged strap of the patient pack may include, but not limited to, wear and/or due to the handling of the patient pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the strap of the patient pack was damaged. The patient pack was exchanged. No patient complications have been reported as a result of this event.